Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving prialt (3.0862 mcg/ml at 3.498 mcg/day), baclofen (2000 mcg/ml at 99.9 mcg/day), and morphine (0.7913 mg/ml at 0.1999 mg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy and intractable spasticity. It was reported that on (B)(6) 2016, the patient started to have side effects with his legs not working, his bladder not working, he was numb, had nausea and his head was ringing. They started adjustments in (B)(6) 2016. The healthcare professional (hcp) thought he was reacting to the old drug. The hcp thought the baclofen was too high and that going up on the prialt shouldn't have those side effects. As of (B)(6) 2017 they were increasing the prialt to see if it would work. The patient wanted to learn to read the log to monitor the hcp. During the report, the patient read ¿1.984ml on the strip and 785.0 mcg¿ but it was unknown what this was pertaining to. It was noted that the patient was difficult to follow during the report.